Manufacturer narrative:
Additional information was provided for section b3 event date was confirmed: december 4, 2024. It was not known if the device will be returned for evaluation at this time. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Upon opening the package of the device, it was found that the dilator tip was damaged. The device was replaced, and the procedure was completed successfully. No patient complications were reported. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
It was not known if the device will be returned for evaluation at this time. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Upon opening the package of the device, it was found that the dilator tip was damaged. The device was replaced, and the procedure was completed successfully. No patient complications were reported. It is unknown if the device will be returned for analysis.